Manufacturer narrative:
Only half of the lens was returned loose in a biohazard bag with the disassembled lens case. The lens had been cut across the center, typical of removal. The lens portion was cleaned with klrp (klotho related protein) for further evaluation. A scratch was not observed. The scratch may have been masked by the central cut or have been on the unreturned portion. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and viscoelastic were indicated. It is unknown if a qualified handpiece was used. The root cause for the reported scratch could not be determined. Only half of the lens was returned. A scratch was not observed. The scratch may have been masked by the central cut or have been on the unreturned portion. It is unknown if a qualified handpiece was used. The instructions for use (IFU) instructs company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, scratch found on lens after implanted. The incision was not enlarged, and the lens was explanted and replaced with same company same diopter replacement lens during initial procedure. The procedure was completed on same day with no patient harm. Additional information was requested, but no further information is available.